Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was still having untreated events due to oversensing. Additionally, the patient had received another inappropriate shock and afterwards, the vector changed from primary to secondary. It was also noted that smart pass is off. A boston scientific technical services consultant documented the reported observations and provided answers to the caller's questions about report markers. No adverse patient effects were reported.